Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Material # 329505. Material description - pen needle autoshield duo 30gx5mm. Material lot# - no lot number provided. Complaint description ¿ putting the needle in an insulin pen for lunch insulin, it wouldn't prime and then I took the needle off and the had needle stuck to the top of the pen. I had to dispose of the insulin pen and get a new one. Additional information provided by customer: incident or problem information: ahs mdip reference number (ID): ((B)(6). Date of incident (yyyy-mm-dd): (B)(6) 2024. Site name/location: the centennial centre for mental health & brain injury level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Ahs optional report to cmdsnet (health canada): no. Who was affected? No person affected. Device information. Device name/description: needle duo safety for penfill device 30g x 5mm. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 329505. Serial or lot number: unknown. Device expiry date (yyyy-mm-dd): unknown. Supplier: (B)(4). Supplier catalogue number: bd329505. Was the device retained? No. Notes: no attachments provided by customer. Original email is attached for further reference.